Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the scope had cloudy lens, was confirmed. The following defects were found upon evaluation : - outer tube damaged, distal tip. Distal tip damaged. Shaver damage to distal tip. - holes in distal tip fiber. - distal tip fiber damaged. - optical system, optical components broken lenses in optic system. The device was diagnosed and repaired using spare parts and was tested and found to be working according to specifications. User mishandling of the device is the root cause of the damage to the outer tube and the broken lenses. The distal tip has been damaged due to contact with a shaver during a surgical procedure as identified during evaluation. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 12/20/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9: the date device returned to manufacturer has been updated to reflect the correct information.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported by the sales rep via email that after an unknown procedure the hd arthroscope/sinuscope 4.0mm x 30 deg x 167mm (mitek lock) sn (B)(4) has a cloudy lens and sn (B)(4) has a spot on lens. No patient involvement. The devices are available to be returned for evaluation.